Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to unpair the devices, close all applications on smart device, and to allow 30 minutes for the transmitter to re-pair. No additional patient or event information is available.